Event description:
Pt having adenoidectomy. Case completed and pt taken to recovery room. Pt complained of tongue pain. White areas noted on tongue and lip. Bovie machine, pad and suction cautery sent for evaluation. Pt admitted to hospital for overnight observation and steroid treatment. No further surgery or treatment required.